Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. (B)(4): device sent for decontamination offsite.

Event description:
According to the report, a burning smell was noted when the surgeon attempted to use the first handpiece. In addition, the handpiece would not create channels. A second handpiece was opened. The handpiece worked initially; however, after the first 20 minutes the handpiece would no longer create channels.

Manufacturer narrative:
Upon evaluation of the device, it was noted that the fiber within the handpiece was charred and broken. In addition, there was evidence of stress marks. There were indentations on the plastic sheath at multiple locations near the coupler and evidence of fiber breakage approximately 2 mm from the coupler. The stress marks, or indentations, on the fiber sheath were most likely caused by mishandling the optical fiber. This may occur due to compression against medical equipment in the operating room, clamping, or bending which may occur at any point after the handpiece is removed from the package. The instructions for use (IFU) cautions against bending the laser fiber at sharp angles. In addition, the IFU indicates that if breaks or fractures appear in the optical fiber, use should be immediately discontinued and the handpiece should be replaced. The burning smell was possibly due to damage caused by the restriction of motion of the fiber bundle relative to the handpiece. Restriction of the axial movement of the fiber bundle during thumb slide retraction causes the fiber bundle to buckle and fail proximal to the thumb slide. Cardiogenesis corporation is implementing changes to ensure there are clear precautions against bending the fiber or the white tubing at a sharp angle or otherwise impeding movement of the fiber.